Manufacturer narrative:
Additional point of contact: contact person name: (B)(6), contact person e-mail address: (B)(6), contact department: biomedical department, contact person phone number: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the pressure tube assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit had a low pressure output. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.